Event description:
It was reported that the device was not pacing. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of device not pacing was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of output parameters found all pacing parameters within normal range. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could have contributed to the reported pacing event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.